Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing ipg pocket discomfort. The patient underwent a revision procedure wherein the physician made the pocket a little deeper. The patient was reportedly doing well post operatively.